Manufacturer narrative:
The device was received undeployed. The pod data shows that a rotational sensor malfunction occurred during priming which caused the device to complete first prime prematurely. As first prime was completed prematurely the firing flat did not align with the release bar at the end of second prime preventing the device from deploying as intended. The rotational sensor malfunction was not replicated when the device was rerun. Contamination was observed on the commutator cap. The rotational sensor malfunction is confirmed as the cause of the reported needle mechanism failure. It could not be conclusively determined if the commutator cap contamination caused the rotational sensor malfunction.

Event description:
The patient reported that the needle did not deploy when the pod was activated, indicating a needle mechanism failure. The pod was not worn. The patient¿s blood glucose levels reportedly remained between 121 mg/dl and 180 mg/dl.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone12.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.